Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2003 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on due to mixed urinary incontinence. It was reported that following insertion the patient experienced pain, erosion, extrusion, vaginal scarring and other. It was reported that on (B)(6) 2003 patient underwent mesh removal, cystocele repair, cystourethroscopy and implant of a cadaveric fascia pubovaginal sling.